Event description:
Adverse event(s): "delay of 10 minutes occurred" (no code available). Product problem(s): "system locked" (loss of power), "system message during case" (device displays error message), "green light came in and out around the illuminator" (protective measure issue). A nurse reported the system locked after receiving a system message during the case. She also reported the green light came in and out around the illuminator during the case; however, the illumination during the case was not effected. No patient injury occurred and the delay in the case was around 10 minutes.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. (B) (4). (B) (4). (B) (4).